Event description:
Boston scientific received information that while the patient was in the recovery room following the implantation of this right atrial (ra) lead, it was discovered that the lead had dislodged. A lead revision was performed and the ra lead was successfully repositioned. No additional adverse patient effects were reported as a result of the additional procedure.

Manufacturer narrative:
The ra lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.